Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.

Event description:
During the revision procedure, this right ventricular lead was surgically abandoned and another lead implanted without incident. No adverse patient effects reported.

Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range pacing impedances were exhibited. Additionally, noise on the ventricular electrogram was noted. While no adverse patient effects were reported, the patient was scheduled for an immediate revision.